Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-28901 - device 3 of 3

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set kinked cannula events on 04-sep-2024. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for less than a day. Blood glucose levels were more than 500 mg/dl at the time of event. Patient took correction bolus via pump to address the event, replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.